Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4 ii) and free triiodothyronine (ft3). The customer provided the sample for investigation. Of the data provided, erroneous ft4 ii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for patient results. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 ii reagent lot number used at the investigation site was 184927 with an expiration date of 03/01/2016. The serial number for the customer's (B)(4) analyzer is not known. A specific root cause could not be identified. Based on the available information, a general reagent issue was not detected. The high ft4 ii result at the customer site needs to be considered as an erroneous, non-reproducible "high flyer." For the ft4 assay, the typical root causes may be related to the sample not being prepared properly or bubbles/foam on the reagent surface. It was suggested that these possible root causes should be communicated to the customer.